Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment of device associated with leaflet caught on gripper was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a patient presented with a bi-leaflet prolapse, a small ventricle and degenerative mitral regurgitation (mr) grade of 4 for a mitraclip procedure. During the procedure, while attempting to grasp the leaflets, the posterior leaflet was caught on the gripper. Troubleshooting was attempted, but the leaflet was unable to be freed from the gripper. The decision was made to attempt grasping without freeing the leaflet. A grasp was made and the clip was deployed on both leaflets. The posterior leaflet was not under the gripper but remained firmly implanted in the clip. The final mr grade was 1-2.